Event description:
It was reported that a patient needed a full revision due to a lead fracture. The lead fracture was reportedly identified through x-rays. The patient had full revision surgery. The generator and lead will not be returned from the hospital as they were discarded. No further relevant information has been received to date.